Event description:
Customer reported a collimator iris error was displayed and system is slow booting up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive, back plane, high voltage cable, and generator interface pcb. System operates as intended.